Event description:
On (B)(6) 2018, lay user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reverting to the memory mode when attempting to test his blood glucose. This complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began around 2 months prior to contacting lfs. The reporter informed the csr that the patient manages his diabetes with self-adjusted insulin and claimed the patient took his usual dose of humalog insulin in response to the alleged issue. The reporter stated that on an unspecified date around 1 month after the alleged issue started, the patient¿s blood glucose ¿dropped to 30 mg/dl¿ and he became ¿sweaty and passed out.¿ the paramedics were reportedly contacted for assistance however no treatment was specified. At the time of troubleshooting, the alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.